Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated narration: it was reported to medtronic minimed that the customer experienced the infusion set tape was not adhering well. The customer reported blood glucose value of 600 mg/dl. The customer reported that had bleeding upon sensor insertion, also had hyperglycemia. Customer had not taken the treatment. The event involved product(s) mmt-397a, mmt-1884l, mmt-7040ma, mmt-332a. Customer declined the troubleshooting for high blood glucose event. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Customer reported an issue with infusion set tape sticking. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1884l. No product return is required for mmt-7040ma. No product return is required for mmt-332a.

Event description:
It was reported to medtronic minimed that the customer experienced product was not adhering. The customer reported blood glucose value of 600 mg/dl. The customer reported bleeding, hyperglycemia treated with no treatment, manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-1884l, mmt-7040ma, mmt-332a. Customer declined the troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Customer reported blood at site. Customer reported high blood glucose event. Customer reported an issue with infusion set tape sticking. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1884l. No product return is required for mmt-7040ma. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.